Event description:
The gripper needle's safety mechanism did not engage. The needle appeared slightly bent and retracted beyond the borders causing an employee to be stuck by the needle. A second gripper needle was opened and again the safety feature did not engage.